Event description:
Additional information received reported that the cause of the event was that all four electrodes in the lead had fractured. The implantable neurostimulator (ins) and lead were replaced on (B)(6) 2013. The associated signs and symptoms were a return of symptoms and the patient was unable to feel stimulation. The patient was a ¿fitness fanatic¿ and did yoga daily, as well as 150 sit-ups per day. The health care provider (hcp) advised the patient that she needed to consider modifying her exercise routine to increase system longevity.

Manufacturer narrative:
Product ID 3093-28 lot# v142889, implanted: 2008 (B)(6), product type lead product ID 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).

Event description:
It was reported that impedances were greater than 4,000 ohms on all the unipolar and bipolar pairs. It was also reported that the patient had no stimulation sensation. Before the high impedances and lack of stimulation, the patient felt "marvelous" stimulation. There were no falls or trauma to the location but the patient did "a lot" of repetitive sit ups. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).